Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and difficulty charging ipg. It was believed that the ipg was too shallow in the patient¿s body. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.